Manufacturer narrative:
This is an initial report. The product has been requested back for investigation. A follow-up report will be submitted once additional information is obtained.

Event description:
A customer reported she received an error 3 message on her freestyle freedom lite meter upon sample application. Due to the error message, the customer stated she was unable to test. On (B)(6) 2011 at 8pm the customer was at her son's house and reported "she could not read a word in the book she was reading. She was tired and could not see. She was unable to test and became unconscious." The customer reported when she woke up at 11:30pm she was "foaming at the mouth, sweating profusely, and grinding her teeth." She described her symptoms as both a seizure and loss of consciousness. The customer self-treated by eating a meal and drinking water. No emergent third-party intervention was required. There was no report of permanent injury or death associated with this event.